Event description:
The pt was implanted in 1998, with a vented electric (ve) lvad. In 07/2000, the pt was switched to pneumatic actuation using a stroke volume limiter (svl) and drive console. In 2000, the hospital reported that the svl was leaking. The pt was switched to a backup svl and was pneumatically supported until the ve lvad was removed in 2000.